Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian patient who underwent an unspecified breast surgery with a mentor memorygel, 400cc silicone prosthesis experienced left-sided silent rupture post procedure. After discovering lumps in her breast, she made an appointment, and an ultrasound of the breasts & MRI of breasts was ordered following results that confirmed left breast rupture. As a result, patient scheduled for bilateral replacement with cat: 3504004bc on (B)(6) 2023.

Manufacturer narrative:
Per additional information received on february 29, 2024, patient rescheduled for removal for (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 25, 2024, date of removal changed to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on aug 13, 2023, stated that patient hasnt had surgery yet, and will be reschedule at later time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on sept 02, 2025, the patient rescheduled for removal on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).